Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed the keyboard was functioning intermittently. The system froze twice, once during registration. The keyboard was replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection case, while registering the patient, the application became unresponsive on the navigation system. It was not possible to move the mouse and the application no longer responded to user input. The system was restarted and after getting back to the same step in the workflow, the system became unresponsive again. The system was restarted one additional time and was able to get through registration. There was a reported 10 minute delay to the procedure and no impact on patient outcome.